Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Serial number: the serial number for this device was originally reported as (B)(4). The correct serial number for this device is (B)(4).

Event description:
The patient contacted animas on (B)(6) 2012 stating that the up arrow, down arrow, and ok keypad buttons had a delayed response and required multiple presses to elicit a response. The patient noted that the pump screen was occasionally "going dark."the patient denied any damage to the keypad or any evidence of moisture in the pump. The patient reportedly wore the pump on a clip in a pocket and cleaned the pump with wet paper towels. There is no adverse event with this complaint. This complaint is being reported because of the alleged keypad issues.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the contrast keypad button was intermittently responsive; the contrast button has no effect on insulin delivery function. All other keypad buttons responded to button presses as expected. There was evidence of contamination found under the key contacts.